Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that an 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the maljunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the breath delivery unit (bdu) printed circuit board (pcb). The customer reported to have replaced the bdu pcb. The covidien customer support engineer (cse) inspected the device and upgraded the software to the current revision. The unit passed extended self testing.